Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received multiple shocks while driving. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.